Event description:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. However, customer reported he changed his insulin treatment based upon not receiving a result from his meter. He reported symptoms including "dehydration, fatigue, body felt hot and vomiting." He reportedly ate a chocolate doughnut to treat his symptoms. He did not require third party medical intervention.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.